Event description:
Oral-b heads...seem to fall off...coming off inside mouth / bristles coming off. Toothbrush head [device breakage] . Oral-b heads and they are not a snug fit [device connection issue] . Case narrative: 85 year old male consumer reported via phone that the oral-b toothbrush heads fell off of the oral-b toothbrush handle, 4729 and were coming off inside his mouth. No injury was reported. 01-feb-2024 follow up via phone: the suspect product was oral-b rechargeable toothbrush handle 4729. The concomitant product was oral-b power oral care refills cross action eb50 brush set 4ct. No injury was reported. 05-feb-2024 follow up via pictures: the suspect product lot number was 20445. No injury was reported. 13-feb-2024 follow up via phone: consumer reported that the bristles were coming off the oral-b toothbrush head. No injury was reported. 29-feb-2024 case update from information initially learned on 21-feb-2024: the suspect product was oral-b rechargeable toothbrush handle 3756. The suspect product lot number was f44520445. No injury was reported.

Manufacturer narrative:
18-mar-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Oral-b heads...seem to fall off...coming off inside mouth / bristles coming off toothbrush head [device breakage] oral-b heads and they are not a snug fit [device connection issue] case narrative: 85 year old male consumer reported via phone that the oral-b toothbrush heads fell off of the oral-b toothbrush handle, 4729 and were coming off inside his mouth. No injury was reported. 01-feb-2024 follow up via phone: the suspect product was oral-b rechargeable toothbrush handle 4729. The concomitant product was oral-b power oral care refills cross action eb50 brush set 4ct. No injury was reported. 05-feb-2024 follow up via pictures: the suspect product lot number was 20445. No injury was reported. 13-feb-2024 follow up via phone: consumer reported that the bristles were coming off the oral-b toothbrush head. No injury was reported.